Event description:
The affiliate reported that a customer who stated that a cyclesure biological indicator (bi) resulted positive. The customer did not recall all items from the load. The customer did not provide any info regarding potential pt injury related to the unrecalled items.

Manufacturer narrative:
Other, suspected positive bi.